Event description:
It was reported patient's ipg became inoperable following an unrelated surgery wherein the ipg was not put into surgery mode. A manufacturer was able to recover the ipg via troubleshooting. Issue was resolved and therapy was restored.

Manufacturer narrative:
Corrected: b5. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
"Cannot connect to generator. The generator is not responding." On (B)(6) 2025, patient called ts and requested assistance pairing the pc-ipg. Pc app downloaded. Magnet pairing attempted (15 sec). Bt pairing request otp entered. Patient reported receiving the pc message: "cannot connect to generator. The generator is not responding." This message indicates the ipg is in a non-responsive state and is not providing therapy. Pt had an ablation on (B)(6) 2025 without placing the ipg to surgery mode. Reps notified: (B)(6). Ts date: (B)(6)2025 complaint history review performed by (B)(6) on (B)(6)2025 fcrs related to patient within one year prior: ts-2326876, ts-2278863 abbott notified by: patient event date: unknown reporting region: (B)(6). It was reported patient's ipg became inoperable following an unrelated surgery wherein the ipg was not put into surgery mode. A manufacturer was able to recover the ipg via troubleshooting. Issue was resolved and therapy was restored.